Event description:
A stryker tps universal driver was sent in for repairs because it was running without activation during a bunion procedure. No adverse consequence was associated with the event. The procedure was completed with another device which was available. No procedure delay was reported.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.